Event description:
It was reported, pt experienced a return of symptoms. There were no volume discrepancy reported, but were unable to aspirate from catheter. Hcp was going to fill the pump with saline and bridge the remaining drug, then perform a dye study. At the time of this report, no further details were provided. Additional info has been requested and will be provided when available.

Manufacturer narrative:
(B)(4)